Event description:
It was reported that the ventilator alarmed for expiratory minute volume and respiratory rate during patient transport. There was no patient harm. Manufacturer'rs ref.#: (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer. The reported event could not be duplicated. The ventilator passed all functional and safety tests and was cleared for clinical use. The ventilator logs were downloaded for evaluation. The logs indicate alarms for leakage in the patient breathing circuit or a disconnect situation dated (B)(6)2023. Successful pre-use check was performed prior the event. The technical log does not contain any technical error codes to indicate that there was a ventilator malfunction at the time of the event. There are no indications of ventilator malfunction during the ventilation period. The root cause of the alarms has not been conclusively determined but they were most probably due to leakage.

Manufacturer narrative:
Device related data quality updates only. A correction of fields # d1 brand name, # d4 version or model #, # d4 unique identifier (UDI) # and h4 manufacturer date were required. D1 ¿ brand name - previous brand name: servo-u, corrected brand name: base unit servo-u. D4 ¿ version or model # - previous version or model #: servo-u, corrected version or model #: 6694800. D4 ¿ unique identifier (UDI) # - previous unique identifier (UDI) #: missing, corrected unique identifier (UDI) #: (B)(4) h4 ¿ manufacture date - previous manufacturing date: missing, corrected manufacturing date: 09/07/2021.

Event description:
Manufacturer's ref.#: (B)(4).